Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the amount of medication (fluorouracil) remaining in cassette did not match the reservoir volume displayed on pump because a lot of it leaked. The amount remaining should have been 73.6 ml. There was an alarm during the infusion and the error was not resolved. They disposable was disconnected and put into a bucket. There was a delay in treatment for 12 hours and then infusion was restarted with another pump, however, they did not receive full dose as they had to have it disconnected before the clinic closed. Programmed volume to be infused: 101 ml. Programmed rate: 2.2 ml. Volume delivered: 25.65 ml. Volume remaining: 73.6 ml. Air detector and upstream sensor were off. Length of infusion: 46 hours. Lock level: 2. A cstd was used to fill the cassette. The pump was used to prime the extension tubing. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One sample was received for evaluation. Visual inspection found no damage. Functional testing was unable to confirm the reported failure mode. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.